Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead demonstrated noise. Further evaluation revealed insulation damage affecting both the atrial and right ventricular (rv) leads. As a result, the atrial and rv leads were explanted. The patient remained stable throughout the procedure.